Manufacturer narrative:
(B)(4). Suggested code (annex g)- mechanical (g04) ¿ femur the product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent revision surgery for femoral loosening. The articular surface was revised at the same time as a best practice.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, d10, g3, g6, h1, h2, h3, h6, h10, h11. D10: additional associated products: 42512200510 articular surface fixed bearing (uc) left 10mm lot# 6498115 unk tibial lot # unk. Visual examination of the returned device identified signs of use and implantation as the polished distal mating surface has surface scratches and marks. The proximal surface has foreign bone cement still attached to the surface of the implant. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: significant femoral loosening and bony resorption is seen on the pre-revision images. Sizing is appropriate. Bone quality is appropriate on postop implant image. Complaint is confirmed with the provided radiographs. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.